Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2024, it was reported that the patient self-treated with insulin based on a high cgm value (no specific value was reported). At an unspecified time later, the patient stated that the dexcom was providing a high reading (no specific value reported) and the bg meter was providing a low reading (no specific value was reported), and that the patient stated the difference was about ¿50 points off¿. Due to the patient giving insulin based on the cgm reading, the patient then started becoming symptomatic with chest tightness, lightheadedness, and presyncope. The patient called ems. Once ems arrived, the patient was transported to the ER. At the ER, a bg meter reading was taken but the patient cannot recall the specific value. The patient was treated with unspecified IV fluids and IV insulin. The patient was discharged home after approximately 10 hours. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem ¿ correction. H2 type of follow up - correction.